Manufacturer narrative:
(B)(4): indication for use (implanted in a restenosed stent). There was no reported product deficiency. The reported angina, re-stenosis, myocardial infarction are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was implanted in restenosed stent. It should be noted that the IFU states the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if implanting in the restenosed stent contributed to the reported patient affects. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure. The multi-link vision stent is being reported under a separate manufacturing number.

Event description:
It was reported that 26 months post xience v stent implantation in a restenosed multi-link vision stent in the proximal left anterior descending artery (plad), the patient experienced chest tightness and shortness of breath. ECG was normal, but cardiac enzymes were elevated. A non-st-elevation myocardial infarction was diagnosed. On (B)(6) 2011, target lesion revascularization was done. On (B)(6) 2011, the patient was discharged; however, on (B)(6) 2011, the patient was re-hospitalized for shortness of breath with exertion, diagnosed as congestive heart failure. The patient was treated with medication and was discharged in stable condition on (B)(6) 2011. Although requested, there was no additional information provided.